Event description:
The customer called to report frequent high blood glucose levels. The reported blood glucose reading at the time of the call was 134 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. During the high pressure test, the insulin pump read no delivery on the screen, but there was no beep or vibration. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.